Manufacturer narrative:
The sample was returned to the manufacturer for evaluation and inspected at (B)(4) microscope magnification. Visual inspection revealed viscoelastic residue, surface scratches and surface residuals (particles). The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. No cosmetic defects related to manufacturing were found in the returned lens. No further testing was performed. The review of the documentation presented in the manufacturing record was found within product specifications. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented when this production order was manufactured. There were no discrepancies or defects found during the manufacturing record review (mrr) that are related to complaint type reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully implanted. The patient was uncooperative and the capsular bag broke due to patient movement. No incision enlargement and no vitrectomy were performed. A patient injury was reported. The was a jepordized capsule and doctor had to use an anterior lens as a replacement. The patient did well post operatively.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.